Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there was no malfunction of the baxter product.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4).upon further investigation, the reported condition of the customer is extravasation which occurs internally within the patient; this is not related to a baxter product.

Event description:
A customer reported to baxter (B)(6) of an extravasation that occurred while using a buretrol IV set to infuse a chemotherapy drug. The reported condition occurred during patient use. However, there was no report of any patient injury or medical intervention. No additional information is available.